Manufacturer narrative:
Concomitant products continued: 6935 lead, implanted (B)(6) 2013; 1688t lead, implanted (B)(6) 2006. Product event summary: the device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to pocket infection. No further patient complications have been reported as a result of this event.